Manufacturer narrative:
Continuation of d10: product ID: 37751, serial#: (B)(6). Product type: recharger section d: information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). H3: analysis of the 37751 recharger (serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they used the recharger twice and noticed that the recharger wasn't working like it was suppose to and wouldn't turn on. The patient stated that they noticed a month ago one of their desktop chargers (dtc) was frayed, and around that time they noticed the recharger wasn't working properly. On call, patient services (pss) had patient try to plug the recharger into the non damaged dtc and the patient stated the recharger would still not turn on. The patient stated that the green light is on the dtc. Pss had the patient reset the recharger but reset of recharger did not resolve issue. The patient stated they are still able to charge their implantable neurostimulator with their second recharger. No symptoms were reported.